Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant muscle stimulation was noted, it could not be resolved in any vector. The lead was turned off shortly after implant. During a device change out on (B)(6) 2016 the left ventricular lead was capped. The patient was stable.